Manufacturer narrative:
H10: the device was received for evaluation with a blue connector attached to the female connector. A visual inspection with the naked eye noted a female connector was separated from the main body. There was evidence present on the female connector indicating the insert chip was present and dislodged during disconnection. The reported condition was verified. The cause of the separation was due to inadequate solvent application during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the main body (light blue) of a minicap transfer set. This issue occurred at home during treatment. The transfer set was replaced. There was no report of patient injury; however, prophylactic antibiotics were administered. No additional information is available.